Event description:
It was reported that the atrial lead caused the pocket heating, high impedance and probable insulation issues. Follow up indicated increased impedence that the physician believed to be attributed to the breakage of the electrode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. An atrial lead warning occurred on 2014-(B)(6). The auto lead diagnostics shows atrial lead impedance high/open throughout the record.